Manufacturer narrative:
A ge service representative performed an onsite investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a lost of power. This situation is a potential hazard because an uncommanded system shut down occurred during a pt procedure. There is no report of pt injury or death.